Event description:
The customer's father called to report a frozen screen after the insulin pump was submerged in water. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.